Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Battery out limit and failed battery. Customer's blood glucose value was over 500 mg/dl, blood glucose at time of incident was 300 mg/dl. Customer's current blood glucose was 500 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated manual injection and carbohydrates. Customer will not return device for analysis.